Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined to share information about backup insulin therapy, and technical support confirmed pump information, provided storage and return instructions, and arranged for replacement pump within warranty while requesting return of problematic pump for evaluation.